Event description:
Additional information received from the patient indicated that the ins was depleted after 6 years.

Event description:
Additional information was received from the patient via the manufacturer representative that reported that there was an alleged over discharge. Communication could not be established between the implantable neurostimulator and external devices. The manufacturer representative met with the patient to do a physician mode recharge but was unable to bring the implantable neurostimulator out of over discharge. It was recommended to try an antenna locate session and then try another physician mode recharge. The overdischarge had occurred in (B)(6) 2016.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s overdischarge has not been resolved yet. They noted the patient will be obtaining an x-ray to confirm lead placement, and will then address the overdischarge.

Event description:
The patient reported that they were implanted in 2010, and that their implantable neurostimulator (ins) was dead and the surgeons would not see them until they had verification from a manufacturer representative (rep). There was a report of poor communication, and they were not able to communicate with the recharger. The patient did not remember when the last successful recharger session was, they said it was sometime in (B)(6) 2016. It was stated that the patient charges pretty regularly, three weeks ago, (B)(6), they realized that they were not able to charge. This was the second time it happened. The first time they were able to get it started again. There were no symptoms reported. Other relevant medical history includes cervical radiculopathy and cervical/neck indications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.